Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.

Event description:
"(B)(6) 2018 rsa operation /(B)(6) 2018 dislocation, difficult to reduce /(B)(6) 2018 rsa revision surgery, change to implants of larger size glenoid sphere and constraint insert. The surgeon commented ""since the patient was left for seven months from his dislocation, the contracture of the soft part was bad and it was difficult to use a big sphere implant from the initial surgery. Feel that early operation was necessary for dislocation cases." Revision surgery to change to implants of larger size glenoid sphere and constraint insert.

Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.